Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. D4: batch # 157d68. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the anvil inside a plastic bag. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulty and no cutting issues were noted. In addition, a tyvek returned along with the device and it opened as expected. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 157d68, and no non-conformances were identified. Additional information was requested and the following was obtained: I finally was able to get in touch with the physician. He told me the device had difficulty opening and as it opened, and resulted in tearing the anastomosis, so a incomplete stable line was visible and the patient had to be diverted for a colostomy to allow for further healing. The device used was a 25 powered circular stapler. I was not made aware of the per string technique used, although he typically does not use a per string and puts the anvil into the proximal end of the colon.

Event description:
It was reported that during the low anterior resection procedure, they fired the device, but it would not release. They were able to retrieve the device but the sales rep is not sure how. The sales rep is also unsure if the knife was able to cut as she no other details. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: I finally was able to speak, live to the surgeon today the device cut and stapled but was difficult to get out and in removing the staple after firing and cutting properly cirrhosis was torn. They had to hand so the anastomosis and diverted to a colostomy to heal so the issue is not a malfunctioning stapler, but the fact that it was difficult to remove he was able to rotate the stapler 360° inside the patient but just could not get it to come out without difficulty. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # 157d68. Correction: h6. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the anvil inside a plastic bag. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulty and no cutting issues were noted. In addition, a tyvek returned along with the device and it opened as expected. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 157d68, and no non-conformances were identified.